Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 518 mg/dl. Customer administered a manual injection (mdi) to address bg and went to the emergency room (ER). ER staff inserted an intravenous line; however, no insulin was provided as bg level was reportedly resolved by mdi administered prior to ER arrival. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.